Event description:
A malfunction alarm identified as "malf 12" was reported, but there was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and the customer successfully performed the reset, with no recurrence of the malfunction code afterward. The customer was advised to continue using the pump and to contact technical support if the issue reappears, and they acknowledged this instruction.